Event description:
Received information from patient's husband indicating patient had been hospitalized due to an apparent low blood sugar event. As per reporter, patient was unresponsive and he had given her an injection shot of glucagon. Patient was released from hospital and was readmitted due to high bg's and diabetic ketoacidosis.

Manufacturer narrative:
During the review of the case, it was noted that the patient was scheduled for training but training had not been completed. Patient had started herself in the tslim a week ago. Device has not been returned for evaluation. Should new information become available a follow up MDR will be submitted. Event not likely to lead to death, t:slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally; t:slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.